Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were not working. The following information was provided by the initial reporter: unfortunately, I have not been able to use all of them as a number of them don't work.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary the customer returned (10) open 32g 4mm pen needles from lot#2242759, reporting needle clog. The pen needles were visually inspected and observed (5) pen needles with bent cannula npe, (4) needles with broken cannula npe, and no issues on (1) pen needle. A functionality clog test was performed on the (1) sample and observed the proper flow of fluid. Most likely the customer's reported failure occurred due to a bent and broken npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent and broken cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure as a bent and broken cannula npe. The root cause cannot be determined, as the returned samples were opened.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were not working. The following information was provided by the initial reporter: unfortunately, I have not been able to use all of them as a number of them don't work.